Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after undergoing cataract surgery with intraocular lens (iol) implantation, his vision became significantly worse than before. He experienced severe difficulty seeing in all lighting conditions, with constant glare. He described his vision as similar to looking through a handkerchief and noted excessive light perception. He was unable to see clearly at a distance. He could focus more closely at approximately a one-yard distance, though this was inconsistent. Sometimes he could focus and sometimes could not. He also reported that images appeared approximately one-third to one-half smaller compared to his left eye. Two months post-surgery, his vision had not improved. He stated that looking through the affected eye felt like viewing through a telescope backwards - images appeared smaller and farther away than they actually were. His doctor attempted an yttrium-aluminum-garnet (yag) laser procedure to reduce glare, but it had no effect. Additional information was requested, but no further information is available.